Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after a patient¿s hemodialysis (hd) treatment was initiated. The blood leak was noted as being an internal blood leak that could be visually observed from the fibers. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Blood was visually noted within the fibers of the dialyzer. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9. H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed showing as a steady stream of bubble coming from the cut surface at approximately 30° on the non-cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a fiber fragment was noted from the same area as the leak. The fiber fragment was approximately 0.64 mm in length. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after a patient¿s hemodialysis (hd) treatment was initiated. The blood leak was noted as being an internal blood leak that could be visually observed from the fibers. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Blood was visually noted within the fibers of the dialyzer. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was available to be returned to the manufacturer for evaluation.